Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that patient information was missing. A technical support specialist (tss) identified an issue with the visit type and advised the customer to change the patient visit type to temporary from ad. The customer attempted to undo the discharge, but it did not work. The tss then suggested changing the station admission inactivity days from 5 to 14 days.after checking again, the patient still appeared as discharged on the server. The tss advised sending an hl7 a13 message to cancel the discharge. The patient was successfully reconciled, and the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a patient were not on the station. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.